Event description:
Intraoperatively, a pair of long potts-smith scissors broke just below the jaw hinge while the surgeon was using them. The scissors were immediately passed from the operative field. The scissors were examined by circulator and separated pieces were found to match completely with no missing fragments evident. The scissors were placed, unwashed, in a biohazard bag, sealed, and labeled with pils sticker. The scissors were retained at the or control desk for possible delivery to risk management.